Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that both the right ventricular (rv) and right atrial (ra) leads exhibited under-sensing, loss of capture, and an unsatisfactory current of injury. Both ra and rv leads were not used and were replaced. The patient's condition remained stable.

Manufacturer narrative:
The reported events of failure to capture and undersensing were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.